Event description:
Customer reports that mcmahon suspension broke at collar assembly just below adjust height pivot assembly, causing injector j-bow assembly and powerhead to fall down. No patient or staff injury.

Manufacturer narrative:
Liebel - flarsheim manufacturer report: system installed in 2003. J-bow replaced in 2007, suspension arm broke and replaced two months later. Arm returned to lf, decontaminated and forwarded to zone one (mcmahon) for failure evaluation the same month. Initial report from mcmahon, received june 8, 2007. Suspension arm replaced and system returned to full service by the customer. Mcmahon manufacturing report: the forward hinge tube broke transversely at the area where the machined slot partially bisects the tube. Clearly, the strength of the forward hinge tube is reduce in this area so any failure is likely to occur as an extension of the machined slot. We have never observed any failures of the forward hinge tube. This is the first instance where the tube lost integrity in any way. All other damage in this general area caused failures of welds or failures of adjacent parts. The observed damage is unique in our experience. I attempted to determine if the failed part was a result of a defect of the forward hinge tube that might have allowed the observed damage to happen as a result of normal use. Without the original j-bow assembly (which was not supplied), I was not able to determine the cause of the failure. However, I also looked for indications that unusual loads had been placed on the spring arm. Should there be indications of overload, there would be the possibility that the part that eventually failed was damaged during the overload event. At the opposite end of the spring arm is a pivot bearing where the arm is usually mounted to a ceiling column pivot post. This area is subjected to the greatest bending loads and is often the site of damage from overloads. An examination of this arms show small cracks in the structural tubing and other distortion of the metal. We have seen this same pattern in arms known to have been in collision with motorized equipment. We have been able to duplicate such damage with loads that exceed design limits by at least 500%. It has never been possible to produce such damage using human strength or body weight. Although not conclusive, there is indication of severe overload and / or equipment collision. Depending on how the loads were applied, it seems possible that the front hinge could have been damaged with a failure consistent with the observed damage.